Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the delivery system returned with the external slider in the home position. The back-end wheel was partially open, and the spindle was not recaptured in the taper tip sleeve. A bend was observed on the graft cover distal to the strain relied. A kink was visible 5.5cm from the graft cover tip. Scratches were visible along the taper tip. The graft cover tip was partially flared and damaged. The spindle was recaptured, and the graft cover advanced with no abnormalities noted. Damage to the device related to the removal difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info received: it was reported that the endurant iis stent graft system was used to treat a 74 mm diameter infrarenal aaa with a long aortic neck. The patient had stenotic disease at the aortic bifurcation. Prior to the evar, the patient was treated with bilateral 8 mm simultaneous balloon angioplasty. The endurant iis main body went in via the left groin. The device required some back and forth rotation to get past the aortic bifurcation, but was deployed in a good position. The physician had some difficulty in removing the main body delivery system from the left groin before placing the limb. This required some force, but the delivery system was removed intact. It was reported that the outer plastic of the delivery system sheath appeared crinkled on removal from the patient. The remainder of the procedure including the left groin closure was without incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during device deployment in the index procedure, the physician experienced a problem with the delivery system. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.